Event description:
Ous MDR. After an implantation period of about 32 months, oversensing was reported. The patient is reportedly scheduled for a lead revision, but biotronik has no further details with regard to the revision procedure. Should we receive more information, this report will be updated. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead was not returned for analysis. The cardio report data and x-ray images received for analysis were analysed which confirmed the observations mentioned in the complaint description. Artefacts on the rv channel could be observed in the iegm episodes and an additional, abandoned, ICD lead could be seen on the x-ray projections. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 21.5 cm distal to the is-1connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular between 7cm and 11 cm proximal to the lead tip the insulation was found rubbed through. In this region a fractured conductor cable to the ring electrode was detected. This damage can be considered as the root cause for the observed out of range pacing impedance as reported in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The finding was consistent with exposure to constant friction against another implantable device. The available x-rays as well as the complaint description confirmed the presence of another lead in the implanted state which most likely interacted with the distal part of the rv lead. Further analysis showed cuts in the insulation of the lead which most likely occurred during the explantation procedure. Blood penetrated the lead in these areas. The analysis did not reveal any sign of a material or manufacturing problem.